Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to the breakage of the electronic circuit board in the video connector and the damage of ccd unit. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the reported information, omsc surmised that the reported phenomenon was attributed to the failure of the ccd unit or the electrical circuit board in the video connector, or some malfunction of the video system center. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the endoscopic image of the subject device on the monitor had abnormal color tone (the image turned pink). The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was transferred from olympus service operation repair center (sorc) to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that the reported phenomenon was not duplicated. There was no abnormality on the endoscopic image even though under following condition. The distal end was warmed. The connector was warmed. The angulation was operated. The universal cord was shaken. The power was turned on for long period of time. The exact cause of the reported phenomenon could not be identified. However, based upon the investigation result, omsc surmised that this phenomenon might have been caused by a temporary contact failure of the ccd cable or the electrical contact part. If additional information is received, this report will be supplemented.

Manufacturer narrative:
Additional information has been added from the legal manufacturer investigation.